Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that review of a smart pass episode, which was disabled due to variable amplitude qrs complexes, showed this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to triple counting p, q and t waves. It was suspected the shock was due to a specific posture of the patient. The health care professional (hcp) reprogrammed the device to alternate vector, and smart pass was programmed back on. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service, and the patient will continue to be monitored with normal follow-ups.

Event description:
It was reported that review of a smart pass episode, which was disabled due to variable amplitude qrs complexes, showed this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to triple counting p, q and t waves. It was suspected the shock was due to a specific posture of the patient. The health care professional (hcp) reprogrammed the device to alternate vector, and smart pass was programmed back on. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service, and the patient will continue to be monitored with normal follow-ups.